Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, and the lens was reported as having rotated. The lens was removed and a spherical lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
B5: the surgeon implanted a 12.6mm vich12.6 lens, +07.50 diopter. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).